Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed the valve was slightly distorted and oval shaped. Suture holes were observed all around the sewing ring. Green and white multifilament sutures were observed on the sewing cloth. A pledget was found attached to the sewing cloth. All leaflets were in closed position and were slightly stiff but flexible except where thrombotic host tissue was observed. A nodule of pannus was observed on the lunula of the left cusp and a hole/abrasion was observed on the non-coronary leaflet. This hole/abrasion is consistent with historical findings of cusp contact with the bias cloth. All commissures were intact. No dehiscence was observed. Remnants of pannus was observed on the tissue and base stitching and on some areas of the sewing ring as well as wedged in the inferior coaptive area between the left and right cusps. Tan thrombotic host tissue filled the bellies of the left and right cusps. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiology revealed no calcification of the leaflets. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Pannus on the inflow and outflow would have significantly impaired the leaflet mobility. The impairment of leaflet mobility may have led to the thrombus formation on the outflow of the valve and cause the stenosis / high gradients. In addition, the hole / abrasion observed on the non-coronary leaflet may have been a result of the valve distortion which resulted in the narrowing of the outflow rail opening. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient-related condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 35 months post implant of this bioprosthetic valve, the valve was explanted and replaced with another manufacturer's product due to a pressure gradient of 50 mmhg and aortic stenosis. No additional adverse patient effects were reported.